Event description:
(B)(4).

Manufacturer narrative:
Bec internal identification (B)(4).

Event description:
The customer reported receiving "vacuum under limits" errors and found a small amount of leaking fluid under the access 2 immunoassay analyzer. Customer technical support (cts) advised the customer to follow the appropriate producers for spill cleanup. The customer troubleshot the event with the cts and determined that a waste line fitting under the wash tower was loose. The customer wore appropriate ppe and secured the fitting and cleaned the spill as well. No exposure to the liquid was reported.

Manufacturer narrative:
Remove the device manufacturing date 10/05/2005.